Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the femoral neck suddenly and catastrophically failed breaking into two pieces, being used in a normal and expected manner: standing and turning (left)